Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 450 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Additionally, the customer did not perform the proper air removal techniques and loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 132-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.